Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the cooler heater unit was leaking. The device was not changed out, as the user completed the surgery with this unit. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.